Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. The customer was informed that the reset was a safety feature and was educated on necessary actions, such as restarting cgm sessions and reloading the cartridge. The customer understood the instructions and successfully resumed insulin delivery.